Event description:
It was reported that the patient was in intensive care unit with meningitis. The drug being delivered by the device was unknown. A f ollow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).